Event description:
It was reported the patient's ipg implant site reopened. The physician took the patient to surgery on (B)(6) 2014 and closed the incision site. The patient is healing good.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.